Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that surgiguide used for treatment some parts were unusable because the open tube was changed to a closed tube. Customer requested to reproduce with an open tube. Design not as expected. Additional information: the right side seems to have been used for surgery. The left side seems to have been postponed because it cannot be used without an open tube due to the opening problem.